Manufacturer narrative:
(B)(4)

Event description:
It was reported that an atrial lead and right ventricular (rv) lead were attempted but not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was later reported that the leads were implanted and remain in use. The leads "are working fine." There are no allegations against the leads. No patient complications have been reported as a result of this event.